Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator was constant alarming. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(6). The investigation of the reported complaint has been finalized. The device was investigated by our fse (field service engineer). Several parts were replaced, the device passed all test without any faults after the replacement of parts, the parts were returned for investigation. Our visual inspection could verify that the power cable and the control cable were faulty, burn marks and physical damage could be established. The use testing and the electrical measurement revealed that two of the returned pc (printed circuit) boards were faulty. The expiratory pc board, and the dc/dc pc board, the cause is most likely due to a component error, which components has not been established.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).